Event description:
While conducting annual pms on plum 360+ infusion pumps by ICU medical, we are experiencing 30% - 40% failure rates for the fluid shield that keeps internal components heavily contaminated. To add to our problems, ICU medical has them on back order at low levels. I am wondering if we are the only facility experiencing this issue. When the fluid shield breaks it can create a sharp plastic that could injure the operator if they are not paying attention.